Event description:
It was reported that (1) lcs15 was used during a lap adrenalectomy procedure. It was reported by the rep that the lcs15 continued to lockout regularly during case. Used with luke handpiece. The surgeon tried cleaning the lcs15 by locking it and switching handpieces. Replaced lcs15 with new and still got frequent solid tone. Opened another device to complete the case. There was no consequence to pt.